Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. The overall occurrence rate for the incidents where tipping of the ergolift was reported is decreasing. With the number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be low and stable. It was reported to arjohuntleigh that two caregivers were transferring resident into the tub and mesh bath chair utilizing ergolift. During the transfer, the lift tipped to the right and rested on top of one caregiver's left shoulder. The ergolift chassis legs were under the tub when it tipped. The resident was lowered into the tub mesh bath chair, then the sling was unhooked of spreader bar and the lift was removed from caregiver's shoulder. No serious injury to caregiver, neither resident was reported. The device was taken out of usage after the event. The provided information suggests that the ergolift lift was involved with reportable incident - tipping of the device. Based on previous investigations, the following factors are considered the plausible causes for lift tipping: the brakes were still engaged while transferring the patient. The lift was maneuverer using other part than the handles, such as mast, motor shaft, boom, sling or patient. The patient did not clear the bed/tub when initiating the transfer. Obstruction on the floor was present and the lift was pushed towards it (eg. Bed legs). The lift was pushed sideway instead of the front direction. The lift was not in good working condition. Please note that the poor condition of the device could be excluded as the factor contributing to the reported tip over since its inspection after the event did not reveal any malfunction that could have caused or contributed to the problem. The user manual (001.06100 rev 2, which was the active revision at the time of manufacturing) provided to customers with devices warns and informs the user: "do not attempt to use this equipment without understanding this manual. To ensure safe operation, read carefully the entire manual, especially the section on "safety instructions and warnings", before installing, operating, or servicing this equipment." "Do not attempt to maneuver the lift by pushing on the mast, motor shaft, boom or patient." "Always maneuver the lift with the handle provided." "Do not push the lift over uneven or rough ground, particularly if loaded." "Do not attempt to push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily." "Do not park a loaded lift on any sloping surface." "Base should be opened as much as possible for optimum safety." "Do not use, in any way, the actuator as a handle to push or pull the lift. If the actuator is used as a handle, the caregiver and the patient safety is greatly compromised". The cited extract from the manual ensures that usage of the ergolift in accordance to the guidelines provided by the manufacturer will not cause or contribute to its tipping. It was confirmed that the lift chassis legs were under the tub when it tipped sideways. If the caregivers push or pull on the resident, sling, spreader bar, boom or mast, the instability of the device could be amplified if the movement of the chassis is obstructed. Please note also that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. As required per iso 10535 a stability test was performed during design phase for ergolift device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. From the gathered information it can be pointed out that the most likely root cause of the problem is related to the customer misuse - maneuvering the device not accordingly to the manufacturer's instructions and recommendations included in the labeling of the device. No fault was found with the involved device that might have caused or contributed to this event. This indication leads to the conclusion that the incident was caused by use error. Looking at the incident scenario it has been established that ergolift passive floor lift was being used for patient handling at the time of the event and in that way contributed to the adverse event - device tipping. There was no device deficiency found that could have caused or contributed to its tipping and from that perspective the device was up to its specification at the time of the incident.

Event description:
An incorrect brand name was mentioned in the initial report.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. The overall occurrence rate for the incidents where tipping of the ergolift was reported is decreasing. With the number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be low and stable. It was reported to arjohuntleigh that two caregivers were transferring resident into the tub and mesh bath chair utilizing ergolift. During the transfer, the lift tipped to the right and rested on top of one caregiver's left shoulder. The ergolift chassis legs were under the tub when it tipped. The resident was lowered into the tub mesh bath chair, then the sling was unhooked of spreader bar and the lift was removed from caregiver's shoulder. No serious injury to caregiver, neither resident was reported. The device was taken out of usage after the event. The provided information suggests that the ergolift lift was involved with reportable incident - tipping of the device. Based on previous investigations, the following factors are considered the plausible causes for lift tipping: the brakes were still engaged while transferring the patient. The lift was maneuverer using other part than the handles, such as mast, motor shaft, boom, sling or patient. The patient did not clear the bed/tub when initiating the transfer. Obstruction on the floor was present and the lift was pushed towards it (eg. Bed legs). The lift was pushed sideway instead of the front direction. The lift was not in good working condition. First five factors are related to the use of the device while factor six is related to its condition. Please note that the poor condition of the device could be excluded as the factor contributing to the reported tip over since its inspection after the event did not reveal any malfunction that could have caused or contributed to the problem. The user manual (001.06100 rev 2, which was the active revision at the time of manufacturing) provided to customers with devices warns and informs the user: "do not attempt to use this equipment without understanding this manual. To ensure safe operation, read carefully the entire manual, especially the section on "safety instructions and warnings", before installing, operating, or servicing this equipment." "Do not attempt to maneuver the lift by pushing on the mast, motor shaft, boom or patient." "Always maneuver the lift with the handle provided." "Do not push the lift over uneven or rough ground, particularly if loaded." "Do not attempt to push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily." "Do not park a loaded lift on any sloping surface." "Base should be opened as much as possible for optimum safety." "Do not use, in any way, the actuator as a handle to push or pull the lift. If the actuator is used as a handle, the caregiver and the patient safety is greatly compromised". The cited extract from the manual ensures that usage of the ergolift in accordance to the guidelines provided by the manufacturer will not cause or contribute to its tipping. It was confirmed that the lift chassis legs were under the tub when it tipped sideways. If the caregivers push or pull on the resident, sling, spreader bar, boom or mast, the instability of the device could be amplified if the movement of the chassis is obstructed. Please note also that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. From the gathered information it can be pointed out that the most likely root cause of the problem is related to the customer misuse - maneuvering the device not accordingly to the manufacturer's instructions and recommendations included in the labeling of the device. No fault was found with the involved device that might have caused or contributed to this event. This indication leads to the conclusion that the incident was caused by use error. Looking at the incident scenario it has been established that ergolift passive floor lift was being used for patient handling at the time of the event and in that way contributed to the adverse event - device tipping. There was no device deficiency found that could have caused or contributed to its tipping and from that perspective the device was up to its specification at the time of the incident.

Event description:
As reported, two caregivers were transferring resident into the tub and mesh bath chair utilizing ergolift. During the transfer, the lift tipped to the right and rested on top of one caregiver's left shoulder. The ergolift chassis legs were under the tub when it tipped. The resident was lowered into the tub mesh bath chair, then the sling was unhooked of spreader bar and the lift was removed from caregiver's shoulder.no serious injury to caregiver, neither resident was reported.the device was taken out of usage after the event.